Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient expired due to sepsis reported under MFR # 2916596-2019-02378. Date was estimated. Date was requested, but exact information was not provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had multiple admissions dating back to (B)(6) 2016 for chronic driveline infection. Patient was on chronic IV antibiotics (atb) for prolonged period of time; IV stopped and patient was readmitted for later sepsis and expired on (B)(6) 2019.